Manufacturer narrative:
The event date is unknown. As the sterile lot number was not available, device history record review could not be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f 10cm sw rain sheath trans-radial sheath introducer accordioned and got stuck in the patient's arm. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a 6f 10cm sw rain sheath trans-radial sheath introducer accordioned and got stuck in the patient's arm. There were no reports of patient injury. A product history record (phr) review could not be performed because the lot number for this product is unknown. Without the return of the device or images for analysis, the reported customer event ¿catheter sheath introducer (csi)-accordioned¿ and ¿csi- withdrawal difficulty¿ could not be confirmed. Procedural factors such as continuing to insert the device against resistance may have ultimately led to the subsequent withdrawal difficulty. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if resistance is felt upon insertion or withdrawal, investigate the cause before continuing.¿ an investigation to address events of csi-accordioned has already been initiated. No further action will be taken at this time.

Event description:
As reported, a 6f 10cm sw rain sheath trans-radial sheath introducer accordioned and got stuck in the patient's arm. There were no reports of patient injury. The device was not returned for evaluation.